Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient was diagnosed with peritonitis. On an unreported date in (B)(6) 2016, the patient passed away. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently passed away due to the event. The breach in aseptic technique was further described as a touch contamination. The patient was not hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with injection (inj.) Reflin and inj. Fortum (1 gram each, once a day each, intraperitoneally). It was reported that the patient was not recovering from the peritonitis event and on an unknown date in the month following the diagnosis, the patient passed away. The cause of death was peritonitis. Dianeal and extraneal therapies were ongoing until the time of death. An autopsy was not performed. No additional information is available.